Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that in the past there was a reported that the patient's device was not working and the MRI tech was getting conflicting information on whether or not the patient could be scanned. The caller did not have any additional information regarding this event other than this event occurred 2 or 3 years ago. No further complications were reported. No patient symptoms were reported.